Event description:
Pt reports since (B)(6) 2011, she has had blurriness, itching, watering, and infection. She states she experienced the symptoms only while wearing the lens. Follow up with the ecp states that the pt was seen on (B)(6) for inflammation in both eyes not believed to be related to contact wear. The pt was prescribed zylet drops and instructed to stop wearing her contacts. The pt was never seen for follow up by their office so her current condition is not known. This is being filed as a unconfirmed infection.

Manufacturer narrative:
This is being filed as an unconfirmed infection. Method code: no lot info, no lenses, no examination of device were provided which could indicate if the device caused or contributed to this incident. Result code: there is no clear indication that the device could have caused or contributed to the incident. Conclusion code: there is no sufficient info provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Based on the statements from the ecp, the pt experienced peripheral ulcers and infiltrates in both eyes. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.